Event description:
Patient death: interrupt af study subject ID (B)(6). Ablation index procedure was completed on (B)(6) 2022. It was reported that on (B)(6) 2023 the patient was diagnosed with pleuritic chest paint then the patient went to sleep and did not wake up. The suspected cause of death is unknown. No additional information was reported.

Manufacturer narrative:
This intellanav mifi open-irrigated catheter was not returned to boston scientific for analysis. There were no device-related performance issues reported during the procedure. Chest discomfort and patient death are known complications that may be associated with catheterization and ablation and are outlined within product labeling/IFU. As a result, this event was assigned the most probably investigation conclusion code of known inherent risk of device.

Event description:
Patient death: interrupt af study subject ID (B)(6). Ablation index procedure was completed on (B)(6) 2022. It was reported that on (B)(6) 2023 the patient was diagnosed with pleuritic chest paint then the patient went to sleep and did not wake up. The suspected cause of death is unknown. Additional information received noted that the exact time and date of death is not available. The patient's daughter spoke to her mom on the afternoon of (B)(6) 2023. The daughter attempted to reach the patient on (B)(6) 2023, however, her phone went straight to voicemail. She went to her house to check on her and at that time found her unresponsive. The daughter stopped by the site to drop off the patient's heartcor recording device on (B)(6) 2023 and informed the site that the patient passed in her sleep. An autopsy was performed, however, the results are not available and there is no death certificate at this time. The event is possibly related to a worsening of a pre-existing condition. Patient was still on eliquis 5 milligrams/twice a day at the time of her passing.

Manufacturer narrative:
This intellanav mifi open-irrigated catheter was not returned to boston scientific for analysis. There were no device-related performance issues reported during the procedure. Chest discomfort and patient death are known complications that may be associated with catheterization and ablation and are outlined within product labeling/IFU. As a result, this event was assigned the most probably investigation conclusion code of known inherent risk of device.

Event description:
Patient death. Interrupt af study subject ID (B)(6). Ablation index procedure was completed on (B)(6) 2022. It was reported that on (B)(6) 2023 the patient was diagnosed with pleuritic chest paint then the patient went to sleep and did not wake up. The patient's daughter spoke to her mom on the afternoon of (B)(6) 2023. The daughter attempted to reach the patient on (B)(6) 2023, however, her phone went straight to voicemail. She went to her house to check on her and at that time found her unresponsive. The daughter stopped by the site to drop off the patient's heartcor recording device on (B)(6) 2023 and informed the site that the patient passed in her sleep. An autopsy was performed and the event is possibly related to a worsening of a pre-existing condition. Patient was still on eliquis 5 milligrams/twice a day at the time of her passing. Additional information received indicated that the suspected cause of death was complications of sepsis with unknown etiology. It was also confirmed that the patient's date of passing was (B)(6) 2023.

Manufacturer narrative:
Additional information was added to b5. This intellanav mifi open-irrigated catheter was not returned to boston scientific for analysis. There were no device-related performance issues reported during the procedure. Chest discomfort and patient death are known complications that may be associated with catheterization and ablation and are outlined within product labeling/IFU. As a result, this event was assigned the most probably investigation conclusion code of known inherent risk of device. A2, a3, b5 fields were updated due to additional information received.